Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected fast ventricular tachycardia (fvt) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). It was also noted that the there were low p-waves and intermittent undersensing on the right atrial (ra) lead. The device and lead remains in use. No further patient complications have been reported as a result of this event.